Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that during a case, the camera cart monitor went to the pcoip screen. Camera remained on during this event. After a couple seconds, the camera cart monitor came back up. This caused no delay and no patient impact.

Manufacturer narrative:
Model number corrected. The pcoip client was returned to the manufacturer for analysis. Through functional testing and visual/physical examination, the reported issue was confirmed. There was an electrical failure with the component. If information is provided in the future, a supplemental report will be issued.